Manufacturer narrative:
Updated fields- d8, d9, h2, h3, h4, h6, h11. Corrected fields- g2, h6 (medical device problem code, component code). This supplemental report is being submitted to provide the correction and results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the issue occurred due to a damage on video connector socket. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center image disappeared when moved. The issue occurred during service. There were no reports of patient harm.